Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 ml bd plastipak¿ luer-slip syringe leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: drug leakage from the stopper.

Event description:
It was reported that 50 ml bd plastipak¿ luer-slip syringe leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: drug leakage from the stopper.

Manufacturer narrative:
Investigation summary: two samples were received for evaluation by our quality engineer. Through visual inspection, a leakage between the stopper ribs was observed. Further inspection did not identify any damage in the plunger rod or other components that could have caused a leak and the stopper was properly assembled. A device history review was performed for the reported lot 1903323, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1903323 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.